Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2011 the pulse generator exhibited battery longevity of 3 yrs, after reprogramming the longevity dropped to 2 to 2.75 yrs. On (B)(6) 2011, the battery longevity was at 1.25 to 1.5 yrs and on (B)(6) 2011 the longevity was at .5 yrs.